Event description:
The tip bent during the implantation procedure while being put through the introducer. Therefore, the lead was not implanted.

Manufacturer narrative:
April 30, 2009the tip of the lead bent during the implantation procedure. The analysis on this lead is pending.

Event description:
The tip bent during the implantation procedure while being put through the introducer. Therefore, the lead was not implanted.

Manufacturer narrative:
The tip of the lead bent during the implantation procedure. The analysis on this lead is pending.